Event description:
Per a reagent bulletin issued by roche diagnostics, the customer changed the instrument factor for the vancomycin assay on cobas c501 serial number (B)(4) from 0.86 to 0.75. Calibration and qc were performed and were within specification. The customer then tested four patient samples and sent them to be retested on a beckman coulter dxc analyzer at another site and received different values. Of the data provided, only the results for one patient sample were discrepant. The initial result was 24.1 ug/ml and the repeat result was 30.2 mcg/ml (ug/ml). All of the results were reported outside the laboratory. It was unknown which result was believed to be correct. The patient was not adversely affected.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided calibration and qc data, a general issue with the reagent or instrument could be excluded. In comparison studies, results from the roche method were comparable to results by lc-ms/ms. Therefore, the result received by the customer was believed to be correct.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.